Manufacturer narrative:
Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating a software problem. The available details indicated that device had a software issue. The rse guided the customer to perform the operational check. After that the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a battery fault. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number(B)(6).